Event description:
It was reported that the device lost power while providing cardioversion treatment to a pt. The customer turned the device back on but it was reported to lose power shortly thereafter. The users retrieved a second defibrillator and provided the pt care. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. The reporter informed that the device was currently operational and forwarded to a third party biomed for eval/repair.